Manufacturer narrative:
(B)(4). No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer¿s blood glucose was 200 mg/dl. The customer was assisted with troubleshooting. Customer states they performing a 5.0 unit fixed prime and states the insulin did not exit and insulin pump alarmed no delivery. Customer states insulin pump did not alarm with no reservoir. The device will be returned for analysis.